Event description:
It was reported that the customer experienced a blood glucose (bg) that was "high" (specific value was not provided); with high ketones. Customer gave a manual injection to address the high bg. A system check was performed, and it was found that the customer was in sleep mode which contributed to the high bg. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.